Event description:
Physician had gained access via srm micro-puncture needle and wire and inserted 4f micro-puncture sheath and removed wire and dilator and attached extension tubing. He took an angiogram to mark where to stop short in lcca. After removing the extension tubing the mpk sheath came out and he tried to gently push it in through his puncture site but could not get it go back in the artery. Physician decided to tie down his pre-suture and re-stick. After pre-suturing and re-sticking, physician placed the enroute arterial sheath. Physician took two views and could see a dissection proximal to the tip of the enroute arterial sheath. Physician clamped and crossed the lesion predilated with an abbott viatrak 4x20 balloon and then placed a 7x40 stent to fix the lesion. Physician waited 2 minutes before taking an angiogram, after 2 minutes the dissection was filling with contrast by the enroute arterial sheath tip. Physician turned his attention to the dissection and decided to use an enroute 7mmx30mm stent to see if that would tack up the flap. He successfully deployed the stent, but you could see the dissection flap still filling. Physician then decided to use a 7x50 viabhan. Physician then exchanged out the enroute .014 wire for a boston scientific v18 wire. He successfully deployed the viabahn and took an angiogram and showed the dissection was no longer filling with contrast. Physician then decided to post dilate the overlap area with a 4.5x15 balloon. He went off clamp and closed the artery with the pre-suture. Physician then took doppler ultrasound probe and placed on the artery and velocity sounded brisk and normal. Spoke with physician this afternoon and patient recovered well and was sent home.